Manufacturer narrative:
Unable to upload to carelink due to displayable history check failed alarm in the history file. Displayable history check failed alarm in the history due to corrupted history file. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was unable to upload the data onto carelink. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.